Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14151738 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14151738. Outer sheath subassembly lot 14146921 was reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Coated polyimide wire lumen subassembly lots 14146945 and 14145030 were reviewed and it was observed during review that no nonconformances were generated. No issues were noted that could be potentially related to the complaint reported. The molding parameters were reviewed and no anomalies were found. Without the return of the device for analysis, no definitive conclusion can be made; however, based on the available information, it appears that procedural factors including vessel characteristics may have contributed to the resistance tracking through the bifurcation and the reported damage to the distal tip. Based on the device history review, there is no indication that it is related to the design or manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was pta of the superficial femoral artery that was heavily calcified, tortuous, and had 95% stenosis. The smart control, iliac 7x60ml (sds) stent delivery system encountered resistance and stopped advancing while it was tracking through the bifurcation. As the distal tip of the stent became rough (frayed), the sds was exchanged to the new product. The guide wire was exchanged (manufacturer unknown) as well, and the new sds was used successfully. The procedure was completed without patient injury. Additionally, it was reported that it is unknown that additional torque was applied to deliver system, but it is possible. After removal from the patient, the distal tip remained attached to the catheter. Other than the reported event, no other damages were noticed on the delivery system or stent. The stent remained within the delivery system. Further clarification of the event indicated that it was reported that the distal tip actually appeared rough-edged, not split or torn, and any kink or bend was not reported.